Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. Device received with cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that when you look at the screen on the insulin pump the shinning part has scratched off a little and slowly chipping away it will eventually make it hard to read the screen it was warped, the edge. When you look at one side, it smooth and rounded and it looks like it was coming off. Troubleshooting was performed for damage and found that the reservoir was locking in place. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.